Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system software was evaluated and determined to be corrupt, requiring a reload. The reported problem was resolved by the customer's biomedical department. The customer tested the system and confirmed that the reported issue was corrected.

Event description:
The customer reported that the system displayed an error and failed to boot. No patient serious injury or death was reported related to this event.